Manufacturer narrative:
(B)(4). S/w version: unknown. Retainer ring = clear. Customer returned pump for an alleged cosmetic damage (damaged pump) found on (B)(6)2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download to thus software due to blank display. Pump was cut open to perform visual inspection and found the battery tube connector plugged in properly to j7/pcb 1 and no moisture damage on the electronics, 40 pin flexible printed circuit/lcd and battery tube. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. During visual inspection a crack was found on the u6 chip. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case above arrow and battery icon, cracked keypad overlay, pillowing keypad overlay, and cracked retainer. In summary, customer allegation for cosmetic damage(damaged pump) was confirmed during visual inspection where cracked case above arrow and battery icon, cracked keypad overlay, pillowing keypad overlay, and cracked retainer was noted. Blank display confirmed due to cracked u6 chip. Unable to download history/traces confirmed.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. No harm requiring medical intervention was reported. Customer will discontinue use of the device.